Event description:
It was reported that an ilet bionic pancreas failed to charge despite troubleshooting of the charging process and pad, and the device was determined nonfunctional; the user was advised that the device would no longer be water resistant and to have backup therapy in place. Customer care agent provided support that included technical assessment and verification of shipping information for replacement. Investigation of this case revealed a device malfunction related to charging that could not be resolved through user-level troubleshooting. No clinical symptoms reported during the event. Outcomes included no clinical impact reported and continued therapy interruption risk mitigated by backup therapy. It was concluded that the ilet required replacement due to a charging failure, with instruction to sync data prior to shut down and return the device for evaluation.